Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor was blacking out on serial digital interface input #1. It was not specified during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.

Event description:
The issue occurred during a therapeutic urology surgery that was completed with a similar device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device had a printed circuit board failure. Olympus will continue to monitor field performance for this device.